Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if problem recurred.